Event description:
Event description guidant received information that that this implantable transvenous defibrillation lead exhibited non-reproducible noise on the rate/sense channel that inhibited pacing in this pacemaker dependent patient. The sensitivity is set at most. The patient had no symptoms associated with the pacing inhibition.